Event description:
Tavr valve attempted placement in patient with tight vasculature. The case and films were reviewed by collaborative medical staff for appropriateness and considered alternatives, the surgeon used preferred femoral approach with smooth advancement then not in arch but aorta as tavr device caught on arch of plaque as surgeon saw valve jump under fluoro. Belief the cause is with vasculature and plaque abnormality. Tried to pull back and valve had loosened slightly and also expands slightly with increased body temperature. Approached opposite side with assistance and multiple attempts failed so extracted in pieces and could not retract balloon out through the sheath. The tavr device was not saved. Lot number in record serial (B)(4), size 26 mm, model 9750 tfx pericardial tissue valve, edwards life sciences. Exp 4/2/2022, ref epg, lot xbu 4866. The vendor service representative in the operating room. FDA safety report ID# (B)(4).